Event description:
It was reported that cartridge had difficulty moving along guide tracks, and mother called on behalf of her son to report issue. There was no reported impact to the customer¿s blood glucose level. Mother and patient planned to call back later in day to continue troubleshooting with technical support, and no additional information was received regarding the outcome of the event.